Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this 27mm aortic root bioprosthetic valve, an echocardiogram revealed root dilation and a potential pseudo-aneurysm. An unknown duration later, the patient's symptoms worsened and echocardiogram revealed aortic insufficiency. Approximately three years and eleven months post implant, the valve was explanted and replaced. Post explant, the surgeon observed a hole in one of the leaflets of the valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, a section of the valve¿s sewing ring was everted. Explant damage was observed on the aortic wall and sewing ring. A longitudinal cut was observed along the aortic wall posterior to the right cusp (rc). Surgical staples were observed on the left cusp (lc) sinus. The valve appeared to have been modified with the right (rc) and non-coronary (nc) sinuses removed. All leaflets were slightly stiff but flexible and partially open with wavy free margins, likely due to the longitudinal cut on the aortic wall adjacent to the rc. An intracuspal hematoma was noted on the inflow and outflow margin of attachment of the nc cusp. An abrasion/hole through the belly of the rc was noted and appeared to be due to contact with a thickened area of the aortic wall. All commissures were intact. At inflow, remnants of pannus were observed along the sewing ring extending onto the margin of attachment of the lc and nc cusps. Thick layer of remnant host tissue appeared attached to the artic wall posterior to the left cusp (lc). A thick layer of pannus was noted on the nc excised sinus. An unknown amount of pannus was removed during explant. Radiography showed no evidence of calcification on the valve and / or host tissue. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional analysis: the valve was sent for histopathological evaluation. The histopathological evaluation showed there was evidence of subacute collagen degeneration of the right coronary (rc) leaflet that resulted in a hole within the leaflet. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the received information, histopathological evaluation, and the returned product analysis, it is difficult to determine where the location of the reported pseudoaneurysm occurred, therefore the clinical observation (pseudoaneurysm and root dilation) cannot be confirmed. The reported regurgitation likely was due to the hole/abrasion of the right cusp. The definitive cause of the hole/abrasion cannot be determined. The histopathological evaluation was not able to confirm that infection was found. However, it cannot be ruled out whether there are any underlying inflammation responses at play for the cause. The instructions for use (IFU) states ¿take care not to evert (roll outward) the inflow end of the bioprosthesis when suturing the valve to the patient¿s annulus. Eversion could damage the valve tissue.¿ additionally the IFU states "caution: do not invert the bioprosthesis when suturing. Inversion may result in elongated suture holes, tears, and/or distortion leading to stenosis and incompetence.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.